Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose, with sensor readings up to 225 mg/dl and contemporaneous fingerstick values of 190¿210 mg/dl, with no identified precipitating factors and no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no change in activities of daily living and no medical intervention beyond self-monitoring. Investigation included troubleshooting and user education provided by customer support. Investigation of this case revealed no confirmed device malfunction and no evidence of infusion set or sensor failure based on user refusal to change supplies and stable fingerstick confirmation. It was concluded that the event was hyperglycemia of unclear cause with no device-related injury identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.